Event description:
It was reported that it was taking the patient longer to charge the implantable pulse generator, ipg. The patient underwent an ipg replacement and was doing fine post-operatively.

Event description:
It was reported that it was taking the patient longer to charge the implantable pulse generator, ipg. The patient underwent an ipg replacement and was doing fine post-operatively.

Manufacturer narrative:
Model sc-1200, serial (B)(6): the returned implantable pulse generator (ipg) was analyzed and the revealed no charging anomalies and the battery depletion rate was within the expected range. Upon receiving, the ipg was in hibernation, and it was charged fully. The charging time was approximately 3 hours. The battery depletion rate was within the expected range. The profile indicated that the patient has utilized four concurrent stimulations continuously, even during the charging cycles. The patient's high energy usage offsets the charge current, resulting in more frequent charging. The device passed a functional test and an electrical test revealed normal device characteristics.